Manufacturer narrative:
Device evaluation not necessary as root cause is established.

Event description:
It was reported that a patient who was recently implanted had an explant surgery due to infection. The infection was present at both the generator and lead site due to premature steri-strip removal and the patient had both the generator and lead removed. Device history records for both the generator and lead confirmed device sterilization. Return of the devices is not necessary as it will not add value to the investigation. No additional relevant information has been received to date.